Event description:
As reported by the user facility: detailed inquiry description: unresolving air bubble alarm despite proper techniques used for priming tubing and troubleshooting air bubble alarm. This writer witnessed an anesthesiologist running infusion of nacl with ref (B)(4), lot 0061869278 at 150cc/hr. Not hooked up to patient (this writer doing a site visit to help understand anesthesia's ail alarm issues). Infusion had 4 air bubble alarms within 10 minutes. Troubleshooted correctly. She also opened the door of the pump to reprime the entire tubing and still got air bubble alarm. Ended up changing out the pump and tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. No sample was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.